Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were pieces missing. The customer¿s blood glucose was unknown at the time of incident. The customer also report the battery cap had to be replace due to stripping and crack near the reservoir window. The insulin pump will not be returned for analysis.